Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery alarm test and the occlusion test. All of the buttons responded properly. However, moisture damage was noted to the keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, and a cracked case at the display window corners. (B)(4).

Event description:
The customer reported via telephone call that the buttons were not working right on the insulin pump. The customer did not recall the blood glucose reading. The customer reported that the blood glucose had fluctuated over the past two weeks and had to take a manual injection a few times. The insulin pump was kept in the pocket. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.